Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the 4.1 drawer and cubie had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Pon investigation of the actual device used in this incident, it was determined that the drawer and cubie 4.1 failed. The field service engineer reset all cables and connections from the back cover, logged into diagnostics, and released and reinserted all pockets using the special test procedure. The customer was instructed to power down the station and wait several minutes before turning it back on when issues like this arise, to ensure proper system reset and stabilization. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the 4.1 drawer and cubie had failed. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient and the resulting delay in dispensing medication. There were no adverse events or injuries reported due to this event.